Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to high rate non-sustained tachycardia episodes and high sensing integrity counter (sic). The patient is continuing to be monitored. The rv lead remains in use. No patient complications have been reported as a result of this event.